Event description:
Patient noticed an air leak in the blood pump case assembly of a thoratec vad (ventricular assist device). The surgeon decided to replace the leaking vad, and the patient was brought back to surgery. There were no adverse effects noted and the patient was reported to be in stable condition.